Manufacturer narrative:
Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad), driveline extension cable , and one controller were not returned for evaluation. Log file analysis revealed that controller was initially in use during the reported event. Review of the controller log files associated with controller revealed that one low flow alarm was recorded on (B)(6) 2021 at 12:07:00. Three electrical fault alarms and two high watt alarms were logged on controller on (B)(6) 2021 between 23:17:56 and 23:23:19. The first electrical fault alarm was indicative of an open phase on the rear stator, resulting in the pump running on a single stator (front stator only), and the two following electrical fault alarms were indicative of an open phase on the front stator, resulting in the pump running on the rear stator only. These conditions likely triggered the subsequent high watt alarms due to the increased power consumption required to run on a single stator. A vad disconnect alarm was then logged at 23:23:20 due to a physical disconnection of the driveline from the controller. An additional electrical fault alarm was logged at 23:23:29, indicating that the rear stator was not connected, followed by a vad stopped alarm logged at 23:23:59 due to a failure of the pump to restart after several attempts. Three vad disconnect alarms, three electrical fault alarms, and one high watt alarm were logged between 23:24:37 and 23:26:42, likely during troubleshooting, and an additional vad stopped alarm due to a failure of the pump to restart was logged at 23:27:36. Log file analysis revealed that a controller exchange was then performed, after which the controller was in use. A controller power up event was recorded at 16:57:56 and a vad disconnect alarm was logged at 16:58:04, indicating that the controller was powered up without the driveline attached. The vad disconnect alarm cleared at 16:58:17 and a successful motor start event was logged at 16:58:28, after which the date and time were manually updated to 00:02:56 on (B)(6) 2021, indicating that the successful motor start event likely occurred after the failure to restart recorded on controller. Sixteen low flow alarms were then logged between 00:02:56 and 07:21:12. As a result, the reported low flow, electrical fault, high power, and vad stop events were confirmed. The reported alarms not sounding event could not be confirmed due to insufficient evidence, as the controller was not returned for evaluation. Applicable risk documentation and experience with events of similar circumstances were considered; events involving alarms not sounding can be attributed, but not limited, to a damaged speaker, a faulty internal component, and/or a perception issue. Of note, it was reported that the driveline extension cable was in use during the reported event. As per the instructions for use, the driveline extension cable should only be used during the pre-implant test. It should not be connected when the vad is running. Based on risk documentation and the available information, a possible root cause of the electrical fault alarm event can be attributed, but not limited, to a marginal connection between the driveline, controller, and/or driveline extension cable or contamination by foreign material of the driveline or driveline extension cable connectors. The most likely root cause of the high watt alarms can be attributed to the increased power consumption required to run on a single stator. The most likely root cause of the vad stopped alarms can be attributed to failures of the pump to restart after several attempts. The vad was not in scope of fca cvg-21-q3-21. CAPA pr(B)(4) is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Additional information received from the site indicated that, during the pump stop event, the patient became hemodynamically unstable and experienced circulatory failure; the patient received cardiopulmonary resuscitation, was intubated, and was put on extracorporeal life support. After resuscitation, the patient also experienced abdominal bleeding, a rupture of the spleen, and a perforation of the intestine, requiring visceral surgery. The patient died a few days later. Per the instructions for use, bleeding, cardiopulmonary arrest, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidit ies, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: controller 2.0 con412764 h3: yes h6: img code(s): g04034 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19, c04 h6: FDA conclusion code(s): d10 driveline extension cable d000137 h3: yes h6: img code(s): g02004 h6: FDA method code(s): b17, b15 h6: FDA results code(s): c04, c23 h6: FDA conclusion code(s): d15, d11 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information provided additional details dur ing and after the event, including the patient's death. Additional products: controller 2.0 (B)(6) h6: patient ime code(s): e0506, e2013, e1006 h6: imf code(s): f02, f1901 h6: FDA device code(s): a160102 driveline extension cable d000137 h6: patient ime code(s): e0506, e2013, e1006 h6: imf code(s): f02, f1901 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the alarms did not sound. The patient was also reported to have had abdominal bleeding after being resuscitated. A rupture of the spleen and a perforation of the intestine were observed, requiring visceral surgery. The patient was reported to have died a few days later.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(4) with the entire driveline attached, one (1) driveline e xtension cable (lot d000137), and one (1) controller (con412764) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the driveline extension cable revealed that the device passed visual inspection and functional testing; no contamination was observed within the connectors. Failure analysis of the returned controller revealed that the device passed functional testing; the sound level of alarms triggered during functional testing without any anomalies observed. Visual inspection revealed contamination within the driveline connector of the controller. Failure analysis of the returned pump and attached driveline revealed that the device passed functional testing. Internal pathological report revealed no evidence of thrombus within the device. Dimensional verification revealed that the front preload measurement was found to be deviating from release specifications. CAPA (B)(4) was opened to investigate post-explant issues found during failure analysis of returned pumps. Visual inspection of the attached driveline segment revealed contamination within the connector. Log file analysis revealed that (B)(4) was initially in use during the reported event. Review of the controller log files associated with (B)(4) revealed that one (1) low flow alarm was recorded on (B)(6) 2021 at 12:07:00. Three (3) electrical fault alarms and two (2) high watt alarms were logged on (B)(4) on (B)(6) 2021 between 23:17:56 and 23:23:19. The first electrical fault alarm was indicative of an open phase on the rear stator, resulting in the pump running on a single stator (front stator only), and the two (2) following electrical fault alarms were indicative of an open phase on the front stator, resulting in the pump running on the rear stator only. These conditions likely triggered the subsequent high watt alarms due to the increased power consumption required to run on a single stator. A vad disconnect alarm was then logged at 23:23:20 due to a physical disconnection of the driveline from the controller. An additional electrical fault alarm was logged at 23:23:29, indicating that the rear stator was not connected, followed by a vad stopped alarm logged at 23:23:59 due to a failure of the pump to restart after several attempts. Additionally, log file analysis revealed multiple reactivation events that have been logged on (B)(6) 2021 due to the open phases on the front stator and rear stators. Three (3) vad disconnect alarms, three (3) electrical fault alarms, and one (1) high watt alarm were logged between 23:24:37 and 23:26:42, likely during troubleshooting, and an additional vad stopped alarm due to a failure of the pump to restart was logged at 23:27:36. Log file analysis revealed that a controller exchange was then performed, after which (B)(4) was in use. A controller power up event was recorded at 16:57:56 and a vad disconnect alarm was logged at 16:58:04, indicating that the controller was powered up without the driveline attached. The vad disconnect alarm cleared at 16:58:17 and a successful motor start event was logged at 16:58:28, after which the date and time were manually updated to 00:02:56 on (B)(6) 2021, indicating that the successful motor start event likely occurred after the failure to restart recorded on (B)(4). Sixteen (16) low flow alarms were then logged between 00:02:56 and 07:21:12. As a result, the reported low flow, electrical fault, high power, and vad stop events were confirmed. The reported alarms not sounding event was not confirmed. Of note, it was reported that the driveline extension cable was in use during the reported event. As per the instructions for use, the driveline extension cable should only be used during the pre-implant test. It should not be connected when the vad is running. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Based on the investigation conducted, a possible root cause of the reported electrical fault alarms and observed reactivation events can be attributed, but not limited, to contamination by foreign material of the driveline cable connector and controller connector port. CAPA (B)(4) was initiated to evaluate issues related to driveline connector contamination leading to electr ical faults. Based on the investigation conducted under CAPA (B)(4), the most probable root cause has been attributed to design/training issues. Even though this CAPA is now closed, (B)(4) and (B)(4) fall within the bounds of this CAPA. The most likely root cause of the high watt alarms can be attributed to the increased power consumption required to run on a single stator. The most likely root cause of the vad stopped alarms can be attributed to failures of the pump to restart after several attempts. (B)(4) was not in scope of fca cvg-21-q3-21. CAPA (B)(4) is investigating pump failures to restart. Based on an investigation conducted under CAPA (B)(4), the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. The most likely root cause of the vad disconnect alarms can be attributed to physical disconnections of the driveline from the controller during the controller exchange and troubleshooting. Additional information received from the site indicated that, during the pump stop event, the patient became hemodynamically unstable and experienced circulatory failure; the patient received cardiopulmonary resuscitation, was intubated, and was put on extracorporeal life support. After resuscitation, the patient also experienced abdominal bleeding, a rupture of the spleen, and a perforation of the intestine, requiring visceral surgery. The patient died a few days later. Per the instructions for use, bleeding, cardiopulmonary arrest, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the ventricular assist device (vad) ((B)(6)) with the entire driveline attached, one (1) driveline extension cable (lot d000137), and one (1) controller ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the driveline extension cable revealed that the device passed visual inspection and functional testing; no contamination was observed within the connectors. Failure analysis of the returned controller revealed that the device passed functional testing; the sound level of alarms triggered during functional testing without any anomalies observed. Visual inspection revealed contamination within the driveline connector of the controller. Failure analysis of the returned pump and attached driveline revealed that the device passed functional testing. Internal pathological report revealed no evidence of thrombus within the device. Dimensional verification revealed that the front preload measurement was found to be deviating from release specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Visual inspection of the attached driveline segment revealed contamination within the connector. Log file analysis revealed that (B)(6) was initially in use during the reported event. Review of the controller log files associated with (B)(6) revealed that one (1) low flow alarm was recorded on 12-apr-2021 at 12:07:00. Three (3) electrical fault alarms and two (2) high watt alarms were logged on (B)(6) on 12-apr-2021 between 23:17:56 and 23:23:19. The first electrical fault alarm was indicative of an open phase on the rear stator, resulting in the pump running on a single stator (front stator only), and the two (2) following electrical fault alarms were indicative of an open phase on the front stator, resulting in the pump running on the rear stator only. These conditions likely triggered the subsequent high watt alarms due to the increased power consumption required to run on a single stator. A vad disconnect alarm was then logged at 23:23:20 due to a physical disconnection of the driveline from the controller. An additional electrical fault alarm was logged at 23:23:29, indicating that the rear stator was not connected, followed by a vad stopped alarm logged at 23:23:59 due to a failure of the pump to restart after several attempts. Additionally, log file analysis revealed multiple reactivation events that have been logged on (B)(6) 2021 due to the open phases on the front stator and rear stators. Three (3) vad disconnect alarms, three (3) electrical fault alarms, and one (1) high watt alarm were logged between 23:24:37 and 23:26:42, likely during troubleshooting, and an additional vad stopped alarm due to a failure of the pump to restart was logged at 23:27:36. Log file analysis revealed that a controller exchange was then performed, after which (B)(6) was in use. A controller power up event was recorded at 16:57:56 and a vad disconnect alarm was logged at 16:58:04, indicating that the controller was powered up without the driveline attached. The vad disconnect alarm cleared at 16:58:17 and a successful motor start event was logged at 16:58:28, after which the date and time were manually updated to 00:02:56 on (B)(6) 2021, indicating that the successful motor start event likely occurred after the failure to restart recorded on (B)(6). Sixteen (16) low flow alarms were then logged between 00:02:56 and 07:21:12. As a result, the reported low flow, electrical fault, high power, and vad stop events were confirmed. The reported alarms not sounding event was not confirmed. Of note, it was reported that the driveline extension cable was in use during the reported event. As per the instructions for use, the driveline extension cable should only be used during the pre-implant test. It should not be connected when the vad is running. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Based on the investigation conducted, a possible root cause of the reported electrical fault alarms and observed reactivation events can be attributed, but not limited, to contamination by foreign material of the driveline cable connector and controller connector port. CAPA pr00375742 was initiated to evaluate issues related to driveline connector contamination leading to electr ical faults. Based on the investigation conducted under CAPA pr00375742, the most probable root cause has been attributed to design/training issues the most likely root cause of the high watt alarms can be attributed to the increased power consumption required to run on a single stator. The most likely root cause of the vad stopped alarms can be attributed to failures of the pump to restart after several attempts. (B)(6) was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. The most likely root cause of the vad disconnect alarms can be attributed to physical disconnections of the driveline from the controller during the controller exchange and troubleshooting. Additional information received from the site indicated that, during the pump stop event, the patient became hemodynamically unstable and experienced circulatory failure; the patient received cardiopulmonary resuscitation, was intubated, and was put on extracorporeal life support. After resuscitation, the patient also experienced abdominal bleeding, a rupture of the spleen, and a perforation of the intestine, requiring visceral surgery. The patient died a few days later. Per the instructions for use, bleeding, cardiopulmonary arrest, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: (B)(6), d9: yes, return date: 08-apr-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c15, c19 h6: FDA conclusion code(s): d01, d10 d4: serial or lot#: (B)(6), d9: yes, return date: 08-apr-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19, c23 h6: FDA conclusion code(s): d11, d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system controller 2.0, medical device : model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2021 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun. Device mfg date: 17-jul-2020. Labeled for single use? No. (B)(4). Brand name: heartware ventricular assist system driveline extension cable, medical device: model #: 100 / catalog #: 100 / expiration date: 31-may-2021 / lot #: d000137, UDI #: (B)(4). Device available for evaluation? No. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun. Device mfg date: 11-may-2020. Labeled for single use? No. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited electrical fault and high watt alarms, followed a few minutes later by a ventricular assist device (vad) stopped alarm. It was also reported that at the time of the vad stoppage and alarms, the vad was connected to the controller with the driveline extension cable. The vad would not restart and flow volume was indicated to be zero. The patient became hemodynamically unstable and experienced circulatory failure. The patient received cardiopulmonary resuscitation, was intubated, was put on extracorporeal life support, and was transferred to the intensive care unit (ICU). The controller was exchanged and the vad restarted. The driveline extension cable was removed from use. The vad remains in use. No further patient complications have been reported as a result of this event.